Event description:
It was reported that the cast cutter overheats. Pt involvement is unk. Multiple attempts to gather additional info on the event were unsuccessful. Adverse consequences are unk, but at this time there have been no known adverse consequences reported to the MFR.

Manufacturer narrative:
The cast cutter was received at the MFR for evaluation, and the reported condition of the device overheating was duplicate. Based on the investigation details, the likely cause was problem with the armature, brushes, and bearings, which were each replaced along with other components.